Event description:
It was reported that the patient was experiencing inadequate pain relief as a result of damaged percutaneous leads. Additional information was received that the patient underwent a lead explant procedure. The explanted lead was discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 17336862. Product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 18011467.

Event description:
It was reported that the patient was experiencing inadequate pain relief as a result of damaged percutaneous leads.